Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery due to the device was malfunctioning. The previous device appeared to have a fluid leak, however it was not confirmed. No patient complications were reported in relation to this event. No more information is available at the moment. Additional information will be provided as relevant information becomes available.